Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event; date of death b5. A second paragraph was added. H1. Type of reportable event - the cause of death was unknown. The dcs and valve were conservatively reported as possible contributors to the patient's death. H6. Additional codes. Corrected data: d. Suspect medical device: the dcs is a concomitant device, but is also a system reported device as the dcs cannot be excluded as a contributing factor to the adverse event and meets the reporting requirements in 21 cfr 803; dcs: FDA site ID: 9612164; full UDI #: (B)(4). E3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implant of this transcatheter aortic valve (tav), an annular rupture occurred at the basal annulus on the right coronary cusp side, resulting in hemodynamic collapse. Subsequently, the procedure was converted to open-chest surgery, the tav was explanted, and a surgical aortic valve (sav) was implanted. Additional information was received to note the aortic annulus was severely calcified. It was clarified, a pre-implant balloon dilation was performed with a 25 mm non-medtronic (sapien) balloon, because the aortic annulus was large despite the presence of severe calcification, which made selection of the 25 mm "unavoidable". In retrospect, a 23 mm might have been considered; however, if a 23 mm had been used, a post-implant balloon dilation would likely have been required and the risk of rupture would have remained high. Therefore, the use of a 25 mm for pre-implant balloon dilation was determined to be the best decision at the time. The annular rupture occurred during the pre-implant balloon dilation. In consideration of the patient¿s hemodynamics, in order to relieve the aortic stenosis, the medtronic valve was implanted. It was also considered if the rupture had not originated from the annulus, implantation of the tav valve could potentially have been preserved. After aortic valve replacement, bleeding was observed in the abdominal cavity from a site unrelated to the tav or sav; however, the cause was unknown. The patient died as result of the bleeding.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 17-sep-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, an annular rupture occurred at the basal annulus on the right coronary cusp (rcc) side, resulting in hemodynamic collapse. Subsequently, the procedure was converted to open-chest surgery, the valve was explanted, and a surgical aortic valve was implanted.